Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the device being returned to olympus without reprocessing at the user facility. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found foreign the nozzle was clogged due to objects inside the nozzle. Additionally, due to wear of angle wire, bending angle in up/down/right directions did not meet the standard value. The light guide lens had a chip, the plastic distal end cover, the adhesive on the bending section cover was detached, the image guide protector was shaved, the grip was stained. The control unit, switch number 1, the universal cord had scratches. The scope connector cover had a dent and universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the insertion tube was deformed, low angulation, and air/water flow was insufficient on the evis exera iii colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: nozzle had foreign objects was identified. There were no reports of patient or user harm associated with this event.